Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the proximal right coronary artery. The 3.0x12 rx alpine stent delivery system was advanced to the lesion; however, during stent deployment the balloon ruptured at 10 atmospheres. Another balloon catheter was used to ensure the stent was fully apposed to the vessel wall. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported material rupture was confirmed. The reported difficult to deploy could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.